Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 14-12mm amplatzer pda occluder was selected for implant using a 7f amplatzer pda delivery system. The patient did not have a tortuous anatomy. The device was not de-airing despite multiple attempts. Then, after beyond one point, the occluder would not advance from the loading system through to the delivery system. Multiple attempts were made to push the device forward; however, it was unsuccessful. The occluder was exchanged for a new 12-10mm amplatzer pda occluder, which was successfully implanted using the same delivery system. The patient was discharged home in stable condition.

Manufacturer narrative:
It was reported the occluder would not advance from the loading system through to the delivery system despite multiple attempts. The investigation confirmed the device met dimensional and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.